Event description:
It was reported that the device had air-in-line alarms with visible air noted past the distal end of the ¿pump¿. Air in line alarms have occurred within 20 minutes of the start of an infusion or midway through the infusion. It was reported IV set is properly primed with no visible air bubble noted in the tubing when loading the IV set. Sometimes see a bolus of air and minuscule bubbles. Have also experienced air in line alarms with secondary infusions. This has happened more than once with multiple devices. There was no patient involvement.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had air-in-line alarms was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had air-in-line alarms with visible air noted past the distal end of the ¿pump¿. Air in line alarms have occurred within 20 minutes of the start of an infusion or midway through the infusion. It was reported IV set is properly primed with no visible air bubble noted in the tubing when loading the IV set. Sometimes see a bolus of air and minuscule bubbles. Have also experienced air in line alarms with secondary infusions. This has happened more than once with multiple devices. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.